Manufacturer narrative:
The commander delivery system was not returned for evaluation. Additionally, no images or cine was available for review. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed for the components most relevant to the complaint event. The work orders did not reveal any issues that could have contributed to the complaint event. Additionally, a lot history review did not reveal any additional complaints for this event. As the complaint was unable to be confirmed and the complaint trend analysis revealed that the occurrence rate did not exceed the february 2020 control limits for the trend category a complaint history review is not required. A review of the IFU, device preparation manual, and procedural training manual was performed. The operator is instructed that if excessive tension is experienced during valve alignment to reposition the system to a different straight section of the aorta and relieve compression in the system, as necessary. Prior to thv deployment check to ensure thv is exactly between the valve alignment markers, flex tip is on the triple marker and balloon lock is locked. Additionally, inflation is to be performed slowly and held for 3 seconds to help stabilize the delivery system and thv during deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as neither the device nor procedural photos were provided for evaluation. As the device was unable to be returned, the presence of manufacturing non-conformances was unable to be determined. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies without procedural imagery, a definitive root cause is unable to be determined. If the flex tip was not retracted prior to valve deployment, the delivery system was not fully locked prior to inflation, or a slow controlled inflation technique was not used, it is possible that unexpected movement of the delivery system could occur. However, based on available information, a definitive root cause cannot be determined. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rates did not exceed the applicable trend category control limits, a product risk assessment (pra) is not required. Additionally, no manufacturing non-conformances were identified due to the unavailability of a returned device or applicable procedural imagery. A definitive root cause is unable to be determined at this time. Since no labeling or IFU inadequacies haven been identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2020-10846 and 2015691-2020-10847. Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a tf tavr procedure the delivery system balloon catheter was locked during valve positioning. The valve did not move on the balloon. The delivery system balloon was unexpectedly pushed to the left ventricular side while attempting to deliver the valve and the valve was deployed in a 10:90 (aortic/ventricular) position, which was lower than intended. The physician believes some tension might have been accumulated in the system and it released during valve positioning or deployment. A 2nd valve was implanted in the 1st valve to prevent embolization. The patient developed complete av block and left the operating room with temporary pacing. The patient received a permanent pacemaker on postoperative day 6. His condition is stable and there are no problems with valve function.

Manufacturer narrative:
Reference CAPA-20-00141.